Event description:
It was reported that during use the right ventricular (rv) lead exhibited ventricular double counting observed on the current electr ograms (egm). The rv lead remains in use. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of a threshold value when the device feature that automatically monitors pacing thresh olds at period intervals is off or in monitor mode. It was also reported that the monitor had missed transmissions. The patient asked to sleep where the remote is. The crt-d remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited ventricular double counting observed on the current electr ograms (egm). The rv lead remains in use. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of a threshold value when the device feature that automatically monitors pacing thresh olds at period intervals is off or in monitor mode. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmc2qq crt-d implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in clinic and ventricular blank post ventricular pace was extended.